Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received emergency medical assistance due to diabetic ketoacidosis on an unspecified date with unknown blood glucose at the time of the incident. The caller mentioned the customer was on a ventilator after experiencing a myocardial infarction following an episode of diabetic ketoacidosis. The caller did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as attempts to contact the customer were unsuccessful. No further information was provided. The insulin pump will not be returned for analysis.